Manufacturer narrative:
Other devices listed in this report: cat#: unk, description: mitch 56. Cat#: unk, description: head 50. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Our distributor reported that hip implants (abg and mitch) were removed because the patient showed symptoms of metallosis. The prosthesis was implanted on (B)(6) 2008.